Event description:
Same case as MFR report #: 2134265-2010-03659. (B)(4). It was reported that following a carotid artery stenting treatment procedure, the patient experienced visual disturbances and an elevated temperature. The index procedure treated a 72% stenosed lesion at the ostium of the right internal carotid artery measuring 5.0x23mm. Treatment consisted of placement of a filterwire ez distal protection wire, deployment of an 8x36mm carotid wallstent, and post dilation resulting in 10% residual stenosis. On the same day as the index procedure the patient experienced bilateral visual disturbances. No action was taken and the event resolved the same day without residual effects. One day post procedure the patient experienced an elevated temperature of 102.4 degrees f. An unspecified medication was administered and the event resolved without residual effects. The patient was discharged one day post procedure.

Event description:
It was further reported that on the date of the index procedure and prior to discharge the patient experienced hypotension. The event resolved the same day without residual effects. The investigator assessed the hypotension event as possibly related to the carotid wallstent and the study procedure, but unrelated to the filterwire ez.

Manufacturer narrative:
Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).